Event description:
The customer reported that the cracked screen did not work properly. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed only minor residue near the screen edges. An indentation, about 4mm long was found on the screen surface in the lower half of the screen. The indentation was palpable to the touch. The touch screen was installed in an fi test ventilator. The ventilator was started up in diagnostic mode and the touchscreen calibration was performed and passed. Touchscreen diagnostics were performed and passed. The ventilator was started up in normal ventilation mode and the touch menus and buttons in different areas of the touchscreen were exercised. The user interface would not respond most of the times when touching ui elements near the damaged area. When touching the screen around the middle area the top layer of the touch screen was not bonded with the screen and would move slightly when touched. Resistance between sense line and corner electrodes, when touching the area around the damage location, would jump erratically. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Damage from mechanical impact on the customer returned touchscreen caused the area around the damage location to show varying and inconsistent resistances between sense electrode and the feed electrodes. This led to the detection of the touch location in the damaged area to be inaccurate and frequently failing.